Event description:
It was reported that the catheter connector was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla catheter-guide extension was selected for use. During introduction inside the patient, it was noted that the connector of the catheter was fractured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. It was further reported that the target lesion was 90% stenosed, mildly tortuous and mildly calcified. The device was intact and completely removed within the catheter from the patient's body.

Event description:
It was reported that the catheter connector was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla catheter-guide extension was selected for use. During introduction inside the patient, it was noted that the connector of the catheter was fractured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter distal shaft/tip. The device was bloody. Analysis of the tip, and distal shaft included microscopic and visual inspection. Inspection revealed a complete separation of the distal shaft at the collar/shaft area, tip damage (tip partially separated), and shaft kinks located 10mm and 22.5 cm form the tip. Inspection of the rest of the device found no other damage or defect with the returned device.

Event description:
It was reported that the catheter connector was fractured. The stenosed target lesion was located in the right coronary artery. A guidezilla catheter-guide extension was selected for use. During introduction inside the patient, it was noted that the connector of the catheter was fractured. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. It was further reported that the target lesion was 90% stenosed, mildly tortuous and mildly calcified. The device was intact and completely removed within the catheter from the patient's body.